Event description:
It was reported the " suction catheter was placed in a patient at 10 am on 31st jul. The catheter detached from thumb valve side at 4pm on the same day. The catheter was left in endotracheal tube, but removed immediately. No patient injury. Now the catheter was in sleeve. It was supposed that suctioning was performed once at least."

Manufacturer narrative:
The sample is reportedly available for this complaint but was not returned. A review of the device history record is in-progress. All information reasonably known as of 26 aug 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for the reported lot number, 30180222 in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The sample was received without the original packaging however, a product label was returned. No other components received. The catheter was detached from the bushing portion. The sleeve near the cone adapter portion was cut to get a closer look at the bushing and catheter disconnection. Under magnification it appeared that the catheter (proximal end) was visible of a 9mm depth marking on one side and some shiny smearing on the other side. The bushing exhibited to have some shiny substances in the inner and outer portion of the component. An uneven application of bonding agent was observed the root cause was manufacturing related. All information reasonably known as of 12-oct-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.